Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 450 mg/dl; cause was not known. The customer went to the emergency room and was treated with a manual rapid insulin injection. The customer was released from the ER on the same day with the issue resolved. Recommendation was made to consult with a healthcare provider regarding diabetes management.